Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is improper implant size selection or placing the implants too deep. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 1st (superior): ifuse implant, p/n 7055m-90, lot# 2611641, mfd. 12/04/2017, exp. 2022-12-04, (B)(4). 2nd (middle): ifuse implant, p/n 7045m-90, lot# 2611621, mfd. 09/13/2017, exp. 2022-09-13, (B)(4).

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2018 where three implants were placed. The patient complained of radicular pain following the procedure. The surgeon determined that the first and second implants were impinging on the neuroforamen. In (B)(6) 2018, the surgeon performed a revision procedure where he backed up the first and second implants a few millimeters each to relieve the impingement. The patient's pain symptoms resolved following the revision procedure.